Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had lost consciousness and fell in a creek. The patient reports when they had fell their controller was in their pocket and got wet. Once at the hospital the patient was treated with insulin for meals and assisted with bringing up their blood glucose levels. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.